Manufacturer narrative:
The field service engineer (fse) found a white deposit around the cells and concluded that the cells are not being rinsed properly. He found a hole in the rinse mechanism tubing. He then replaced this part. He verified that the instrument goes into standby without any alarms. The customer performed qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for several assays from 8 to 10 patient samples tested on the cobas 8000 c 702 module. The reporter was able to provide one example of a questionable creatinine result: the initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the sample. On (B)(6) 2022, the initial result was "1 something" in mg/dl. On (B)(6) 2022, the repeat result was "5 something" in mg/dl. The repeat result was deemed correct. The reagent lot number and the expiration date were requested but not provided.